Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. The pt continues to use her implant sys with several electrodes deactivated. Explantation/reimplantation surgery has not been scheduled.

Manufacturer narrative:
Additional method code: the pt is doing well with her new implant. This is the final report. Clinical summary: pt used her implant successfully, with all electrodes programmed in common ground, march 1994 unitl july 1996. At that time six electrodes were deleted from her map due to elevated t- and c-levels. Pt used a map with the remaining electrodes progammed. By august 1997, ten electrodes were unusable due to elevated t- and c-levels. The integrity test, done on august 5, 1997, showed electrode array damage. Visual inspection: the silastic covering the stimulator's body was observed to be cut over the antenna coil. The electrode array was observed to be kinked twice between the helix and the stiffening rings. X-rays of the unit revealed possible broken electrode wires at the first helix coil exiting from the stimulator's body. Electrical tests: the unit passed the remote test. The unit passed the reflected receiver coil impedance test. The unit passed the implant load test. Continuity between electrode rings was checked, via, the integrated circuit. Electrodes e3, e7, e8, e11, e13, e14, e15, e16, e19, e20, e21 and e22 were found to be open circuit. No short circuits were found between electrodes, and between electrodes and stiffening rings. The unit failed the two point probe test; normal output was detected on 5 electrode pairs. Continuity testing from the electrode feedthroughs located the open circuits to be between the electrode feedthroughs and the 3rd helix coil from the exit of the stimulator's body. The unit passed the a test of current pulse amplitude growth. The unit passed the two point probe test performed at the electrode feedthroughs. Conclusion: the implant failed due to broken electrode wires located between the electrode feedthroughs and first few helix coils exiting the stimulators's body.